Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer has determined that the nurse drew a different patient and labeled the blood with the complained patient's name.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for total bilirubin (tbil). The patient sample resulted as 0.2 mg/dl and this value was reported outside of the laboratory. A nurse questioned the result because they received a total bilirubin value of 14 mg/dl when testing the patient transdermally. The result of 14 mg/dl was believed to be correct. The patient was not adversely affected. The total bilirubin reagent lot number was 68256401 with an expiration date of 07/31/2014. The field service representative could not determine a cause. He repeated a re-drawn sample from the patient and this recovered comparably with the original time it was run. The original sample could not be repeated due to small sample size. He ran precision studies and this met specifications. The customer ran quality controls and these recovered within range.

Manufacturer narrative:
The customer explained that he believes that the nurse labeled the sample wrong. He states that the sample was a heel stick sample.